Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential determination of the root cause.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 1ml l package was damaged / defective. The following information was provided by the initial reporter: a defect was identified in the sealing of the product packaging. The seal was found to be incomplete or compromised, potentially affecting product integrity and sterility. This issue was observed during routine inspection prior to distribution.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.